Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot 427966x indicates that units were produced on 09/29/2014 and there were no issues found in samples inspected from the lot. Maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed on time. There was no process or material changes related to the reported condition for this product in the 12 months prior to production of this lot. Process monitoring data were reviewed and a review of the machine setup was conducted and there were no issues found. The machine was observed in its current condition and there were no concerns. There were 2 unopened samples returned with this complaint. The samples were visually examined at 7x magnification and tested for coring per procedure. The bevels appeared normal at 7x magnification and were rounded at the heels. Each sample was tested 3 times; at a 45 degree insertion angle bevel up, 45 degree insertion angle bevel down and a 90 degree insertion angle. Neither sample produced cores during testing. The issue reported by the customer could not be confirmed with these samples provided. Many factors affect the coring tendencies of needles. The heels of the bevels are dulled to reduce coring. Large gage needles are more prone to coring than small gage needles. Long bevels (such as "a" bevels) are more prone to coring than short bevels (such as "b" bevels). The rubber stopper material has an effect on coring. Thin wall cannulae have a greater tendency to core than regular wall. Technique has a significant effect on coring. Coring becomes more likely if the bevel is oriented upwards relative to the stopper and the angle is decreased. There is a tendency to orient the bevel upward with the magellan needle because of the safety shield position.

Event description:
The most likely cause in this instance is suboptimal product for the procedure. A 19 gage thin wall a bevel needles are more prone to coring than smaller gage and b bevel needles. Prior to a lot release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are examined for needle bevel quality. The lot met all defined acceptance requirements and was released. Complaint trending and non-confirmation of a manufacturing defect indicates that a corrective action is not required at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a safety needle. The customer reports the pharmacist stated when drawing up pip/tas tazopip she noticed the 19g needle used to draw up had cored the rubber bung and a piece of rubber was observed in the vial. The drug and needle were not used and discarded.